Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a high blood glucose of 24 mmol/l. Customer also reported that the insulin pump was used within 48 hours of reported high blood glucose event. Customer also reported that the auto mode feature was in use at the time of the high blood glucose event. Customer declined troubleshooting for high blood glucose level. Insulin pump will not be returned for analysis.